Manufacturer narrative:
No product was returned however the pumps operators manual indicates (see user manual section references) that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. (Serial number) is unknown. No information has been provided to date.

Event description:
It was reported that there was a no disposable clamp tubing alarm one day after a prefilled cassette change on two pumps. Unresolved with troubleshooting. The cassette was wasted. There was no injury to the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: b5;d1: brand name; d2: product code d4: serial number: no lot number; d2: common device name: d4: catalog number and model: should be blank.

Event description:
Updated product information as the affected item was changed from the pump to the cassette on the complaint.